Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 102) was confirmed. Upon investigation the monitor displayed a service code 102 and reset during a pulse test. The cause for the failure was isolated to an open r45 resistor on the computer/analog board and a damaged high voltage capacitor c19 on the defibrillator pca. The capacitor's lead was broken free from the solder pad. The root cause for the damaged capacitor lead and open resister could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that it was causing a service code 102 (charge profile fault).